Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that cannula was missing. The customer¿s blood glucose level was 10.8 mmol/l. Customer stated that sensor had sensor updating and calibration not accepted alert and another had cannot find sensor signal. The sensor will not be returned for analysis.